Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: I wanted to reach out to you regarding an issue we had with our disposable tubing in a product. I didn¿t know if you wanted the physical product so I held onto it. A hole was found in the tubing that goes into the pump channel. An antibiotic was started and fluid drained out of the channel. Additional information received: the product did have some fluid in it so we have placed it in a biohazard bag. Occurred on 8/13. We have the tubing set, but yes there isn¿t any lot#/packaging. No harm to the patient, just slight delay in antibiotic. IV antibiotic was leaked onto the floor due to the damaged tubing, otherwise no exposure. Delay in antibiotic due to leak, new bag of antibiotic (to make sure the patient received entire dose) was required from pharmacy and the a new tubing set hung up.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: I wanted to reach out to you regarding an issue we had with our disposable tubing in a product. I didn¿t know if you wanted the physical product so I held onto it. A hole was found in the tubing that goes into the pump channel. An antibiotic was started and fluid drained out of the channel. Additional information received: the product did have some fluid in it so we have placed it in a biohazard bag. 1) occurred on (B)(6). 2) we have the tubing set, but yes there isn¿t any lot#/packaging 3) no harm to the patient, just slight delay in antibiotic 4) IV antibiotic was leaked onto the floor due to the damaged tubing, otherwise no exposure 5) delay in antibiotic due to leak, new bag of antibiotic (to make sure the patient received entire dose) was required from pharmacy and the a new tubing set hung up

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/25/2020 investigation conclusion it was reported that a hole was found in the tubing that goes into the pump channel. An antibiotic was started and fluid drained out of the channel. Received from the customer was a used primary set model 2420-0007 lot unknown. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a tear in the silicone segment p/n 12088541 between the upper and lower fitment components. The tear was measured approximately 0.116 inches in length. Fluid was observed leaking from the tear. Functional testing with the returned pump could not be performed due to the tear in the silicone tubing segment. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. Equipment used (inspection performed on (B)(6)-2020): - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 the customer report of hole was found in the tubing and fluid drained out was confirmed upon visual inspection. The observed leak was due to a tear on the silicone segment component. The root cause of the tear was not identified. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (dir 10000335005). H3 other text : see h10